Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with the infusion set. Customer's blood glucose level was unknown. Customer advised they were unable to push insulin through 8 different infusion sets. Customer advised they were able to see the insulin however it would not go through the quick release area. Customer was advised the defective infusion sets were no longer used and they would be sent out a new type of infusion sets.